Manufacturer narrative:
(B)(4). The guide wire with its separated tip was returned for evaluation. The fractured coil wire was elongated for approximately 360mm from the proximal solder that was originally located at 280mm from the tip. The core wire was fractured at approximately 245mm from the tip. Microscopic observation found that the fractured coil wire had a flat fracture surface that suggested torsion generated when coils were straightened had contributed to the observed fracture of the coil wire. The fracture end of the core wire was helically deformed by friction. The coil wire on the separated tip was elongated for approximately 150mm from the distal-mid solder originally located at 25mm from the tip. Under the elongated coil wire, the inner coil wire was exposed. The fracture surface of the core wire was flat. Solder material was attached on the core fracture end; this indicated that coil fracture occurred at the proximal-mid solder originally located at 45mm from the tip. The inner coil wire remained in one piece as the machined surface was confirmed on its end. For observation purpose, the inner coil wire was unraveled to expose the distal side of the core fracture. The exposed core wire was found fractured at approximately 33mm from the tip. The core composing wires, straight wire and twist wire, were found intact. Observation by scanning electron microscope revealed that there were ring marks on the flat fracture surface of the core wire that indicated accumulated torsion had contributed to this fracture. Measurement of the returned guide wire suggested that approximately 160mm of the coil wire including the proximal-mid solder were missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation exceeded the product's design limit likely when the guide wire was being caught by the trapping lesion. The coil wire fracture was likely caused by tensile stress generated with wire removal that straightened the coil structure and eventually broken apart. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a severely calcified cto in the right coronary artery (rca) #2-3 where existing greater saphenous vein graft attached on the distal #3 and a 90% stenosis in the rca #4. Following successful wire externalization via retrograde approach, an ivus catheter and balloon catheter were delivered with difficulties. Balloon dilation was performed several times in #1 through #3. Because delivery of a balloon catheter failed to cross #3-4, an asahi sion guide wire was advanced as a buddy wire and then balloon dilation was performed a few times. Balloon dilation was unsuccessful. The physician then moved the guide wire when the guide wire was noted to be stuck in the lesion. A microcatheter was delivered in attempts to release the stuck guide wire but failed. Further attempts were made to retrieve the guide wire when resistance disappeared and the guide wire was able to be removed. Angiograph showed that there was a wire fragment left in the artery. A micro-basket wire was delivered to retrieve the wire fragment and the wire fragment was partially retrieved. The physician determined to leave the remaining fragment in situ. The patient was rescheduled for another pci and discharged home as originally planned.